Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. No 2d exposures were allowed and system went to stand-alone mode. Troubleshooting found that frame grabber gets disconnected every time the x-ray exposures on. Hardware passed testing, but imager folder was corrupted. Re-loaded imager folder to ias and tested system passed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a procedure, the site was unable to take 2d images when using the hand switch. The system beeped but no images appeared on the mvs. The surgeon had fully completed the procedure with the use of the imaging system. These exams were for post-op images after screws were placed. There was no reported delay to the procedure due to this issue.